Event description:
The physician was treating a pt (age and gender unk) by performing a therapeutic dilation of an esophageal stricture. During this procedure, the device failed to give a reading, which resulted in the clinicians continuing to inflate the device balloon. The pt then became distressed and the balloon was removed from the pt. At this point the physician felt that sufficient dilation of the stricture had occurred and the procedure was concluded. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. We are unable to determine the relationship between this device and the cause for this event at this time.